Manufacturer narrative:
Additional information: d9, g3, h6. Complaint is not confirmed. Functional testing of the meniscal root locking guide was performed with the matting part returned ar-1610mr. The device worked as required without any issues. No problem was found with the device. Visual inspection identified the laser marks had faded. Also, it shows rust around the locking guide surface. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal root repair surgery on two separate attempts the drill came out 5mm medially from the point at which it should have come out as indicated by the 7.5mm offset mark on the hook. This led to an unnecessary loss of tibia bone in the patient. The surgery was finished successfully with a different device (ar-1610lg). It was necessary to use the tibia acl (halo) jig to accurately drill the tibia tunnel. Update (B)(4) 11-jan-2024: further information revealed that ar-1610lg batch: 43212209 was also involved in this incident.